Event description:
Cook cervical ripening balloon with stylet was used on a (B)(6) gravida one at (B)(6). Presentation at admission was normal with normal labs and urinalysis. Both heart rates were wnl. The balloon was in for 12 hrs and required removal of the saline to take out so never reached 4cm cervical dilation. Two hours later, the pt began to vomit and proceeded into rigors and spiked a temperature at 103f. The staff did not recognize sepsis and treated eclampsia. The pt received a large dose of magnesium to slow the rigors, so she could have an emergency cesarean section. Her (B)(6) son was limp and lifeless at the point of surgery with respiration and a pulse. His mother never saw his eyes nor heard him cry as he was obtunded at birth and died in the 19th hour of gram-negative e-coli sepsis. His blood cultures were positive, and the placental pathology confirmed chorioamnionitis. An ID physician, (B)(6), told the pt that the cervical balloon was the most likely cause as it is passed through the cervix with a guide wire. Baby (B)(6) also had a small wound on his forehead. His mother was able to hold him for the first time as the neonatologist listened for his heart to stop. He fought hard, but the surgeon said he became an abscess to his mother. Her cultures remained negative, but she spiked temperatures every night for several weeks requiring out patient i.v. Therapy as she was infected at the time of the emergency c-section. Since (B)(6) died, there have been 3 women who have come forward here in the hosp to say that they had this balloon placement and all reported that their labor became complicated and they had to have emergency c-sections. The pt is now on antibiotics by mouth for another week. His initials are (B)(6), he was born on (B)(6) and died (B)(6). The mother was admitted (B)(6) and was released (B)(6), so she could attend his funeral the day before her birthday. She was unable to conceive on her own and had a procedure to impregnate. Her miracle baby died on (B)(6) 2019. This occurred at (B)(6). FDA safety report ID# (B)(4).